Manufacturer narrative:
Missing placement/removal date information has been requested from the complainant. A follow up report will be submitted if the information becomes available. Exemption number: e2015015.

Event description:
The clinician reported the implant had lost osseointegration in type iii bone. Clinician reports soft bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Missing placement/removal date information has been requested from the complainant. A follow up report will be submitted if the information becomes available. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered. Exemption number: e2015015.

Event description:
The clinician reported the implant had lost osseointegration in type iii bone. Clinician reports soft bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)